Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. The machine doesn't cool down. Replaced circulation pump. Performed pm procedure. Replaced mixing pump, heater, drain valves. Tested according to the service documentation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter zip code provided: 0372 the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool down, needs preventive maintenance. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via task on (B)(6) 2024, device sent for field service for evaluation.

Event description:
It was reported that the arctic sun device did not cool down, needs preventive maintenance. Per review of wo on 19nov2024, there was no patient involvement. Per follow up information received via task on 19nov2024, device sent for field service for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter zip code provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.